Event description:
Device was applied to the arms and legs of a patient with deep burns. The arms responded with excellent results. There was only 50% "take" of the device applied to the legs. 16 days post apllication, the material looked "soupy" and an infection was suspected. The physician stated that all burned dermis may not have been removed on legs before applying to device. Labeling and training stress that the device must be applied to viable tissue.